Manufacturer narrative:
Device not returned.

Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the physician heard an audible pop sound. The spindle cap weld had popped. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.